Event description:
During an eval at the hosp, a nissen fundoplication was being performed. Several regrasp alarms were encountered and bleeding continued. As they tried to complete more seals, bleeding continued. The physician decided to open the pt to get the bleeding under control. No further complications occurred.